Manufacturer narrative:
(B)(4). The device was serviced on-site but is awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The alarm log review revealed no issues that were noted. Visual inspection was performed and identified a broken door latch on channel a. The cause of the broken door latch was undetermined. The reported condition was verified. To correct the condition the pump head door assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged door. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.